Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a gonadal vein embolization treatment procedure, a coil detachment occurred. Vascular access was obtained via the right median basilic vein and a .018in guide wire was advanced centrally. A 4fr micro-puncture set was placed and exchanged over a .035in guide wire for a 5fr vascular sheath. Next, a non-bsc 5fr infusion catheter was advanced into the left renal vein and "multiple" 9mm platinum fibered coils were deposited throughout the left gonadal vein. The infusion catheter was then manipulated into the right gonadal vein and "multiple" 9mm platinum fibered coils were deposited. While the physician attempted to deploy the third coil in the right gonadal vein, a 9mm x 60mm vortx fibered platinum coil, the coil became entangled in the end of the infusion catheter and could not be deployed. A super stiff non-bsc guide wire was advanced in an attempt to deploy the vortx coil, however, this attempt was unsuccessful. The physician "cut" the glide catheter and the 5fr sheath was removed. The physician attempted to advance a non-bsc 6fr sheath, however, this sheath could not be advanced beyond the superior vena cava due to the "dense" venospasm in the right arm. After approximately a 10 minute delay, additional attempts were made to advance the 6fr sheath, however, these attempts were unsuccessful. The 6fr sheath was "bisected" and additional attempts were made to deploy the vortx coil from the catheter, however, these attempts were unsuccessful. The physician attempted to withdraw the catheter into the sheath in hopes of withdrawing the vortx coil into the sheath, however, the vortx coil detached from the catheter and embolized "briskly" into the left lower lobe of the pulmonary artery. The physician used a non-bsc to snare the vortx coil and successfully removed the vortx coil from the patient. The physician attempted to insert an infusion catheter into the right gonadal vein, however, due to the spasm from the manipulation, it was not possible to enter this vessel. The procedure was not completed due to this event. No further patient complications were reported and the patient¿s status is fine.